Manufacturer narrative:
Insulin pump was monitored; all operating currents tested within specification range. No unexpected weak battery alarms noted. No blank display noted. Insulin pump had a corroded battery tube noted, cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection.

Event description:
Customer reported she has been getting a weak battery alarm with every battery change. She always uses fresh batteries. Customer's blood glucose is 99 mg/dl. Customer uses (B)(6) batteries. Customer inserted a new battery and the device alarmed weak battery again. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).